Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 31-mar-2025. A review of the device history records (dhrs) confirmed the cartridge lots passed release specifications. Ptplus cartridge lots c24050b (exp: 17-aug-2024), c24061(exp: 28-aug-2024), c24080 (exp: 16-sept-2024), c24086 (22-sep-2024), c24131a (06-nov-2024), c24148a (exp: 23-nov-2024) and c24209 (23-jan-2025), expired prior to the elevation of this incident for investigation. Testing could not be arranged for ptplus cartridge lot c24215d prior to lot expiration (exp: 29-jan-2025). Retained data was available for ptplus cartridge lot c24209 from a previous investigation. Retained cartridge testing of ptplus cartridge lot c24209 met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat pt plus cartridges that yielded suspected discrepant result of 3.40 on a 65 year old male patient in for a repair of recurrent left inguinal hernia. There was no additional information available at the time of this report. Return product is available for investigation. Method date collected tested pt(sec) inr sample. I-stat (B)(6) 2025 0703 0703 34.5 3.40 fingerstick cap. Sysmex (B)(6) 2025 0728 0745 11.0 0.99 venipuncture. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Intended use: the I-stat ptplus cartridge is intended for use in the in vitro quantitative measurement of the clot time of the extrinsic coagulation pathway when activated by thromboplastin in non-anticoagulated whole blood (venous or capillary), using the I-stat 1 system. Measurements of prothrombin time are used to aid in the monitoring of patients receiving anticoagulant therapy with coumarin derivatives. The I-stat ptplus pt test result is reported in seconds and as an inr. The test is intended for point of care use and is for prescription use only.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.